Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2017; 6947m62 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. Part of the left ventricular (lv) lead broke off during explant and the lv lead was replaced. No further patient complications have been reported as a result of this event.